Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/09/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad button was sticking and required multiple presses to elicit a response. The reporter noted that all of the keypad button symbols were worn off. The reporter denied any evidence of moisture in the pump or any damage to the keypad. The patient reportedly wore the pump in a pocket and the pump cap was run under water for cleaning. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.